Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6 the device was returned to olympus and the customer's reported issue was confirmed. The image was initially blurry but it returned to normal after drying. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 complete address 1: (B)(6)

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during demonstration. There were no reports of patient involvement.